Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report numbers, 3005099803-2009-02227, 02228, 02229, and 02234 for the other associated device info. The date of event is unk. It was reported to boston scientific corporation in 2009, that three resolution clip devices were used during a procedure. Ten days later, it was reported that there were three additional resolution clip devices used during this same procedure. A total of six resolution clip devices were used during the procedure. According to the complainant, during the procedure, five clips were used that failed to deploy. The procedure was completed with a sixth resolution clip device. There were no pt complications reported as a result of this event. No additional pt or procedure detail info was provided.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.